Manufacturer narrative:
Failure analysis results are added with this report which were missed on the initial report. Pump received with blank display due to missing battery spring. However, corrosion was found on the battery tube. Unable to perform operating currents, self test, rewind test and displacement test due to missing spring pump received with loose drive support, missing end cap sticker and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a broken at battery compartment and drive support cap was sticking out. No harm requiring medical intervention was reported. The device will be returned for analysis.